Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, product type: lead. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had a revision done, the caller wanted to confirm removal of original lead and ins. The caller stated that the op-report says the patient "had success with implant device but has had movement in lead position and no longer having improvement" and also noted that the ins battery was assessed pre-op and the battery was less than 50% so the patient requested the ins also be replaced.